Event description:
It was reported the patient had no stimulation sensation and a loss of therapeutic effect. The patient also had stimulation down her leg, which was the wrong location. There was no known accident or incident related to the event. The patient noticed the loss of stimulation mid april and also noticed that the therapy benefit began to wane around the same time. The "pa" was turned all the way up and the patient still felt no stimulation. Impedances were measured and the results showed there were high impedances. Impedances were >4000 ohms on some of the bipolar pairs, specifically every combination with electrode 1. X-rays were done and the results were inconclusive. The device was reprogrammed around electrode 1, but the "pa" needed to increase to 6.5v for the patient to feel anything. There was concern the patient would get shocked if the pa was left that high. The patient had been getting "excellent" benefit at 2.0-2.5v prior to the loss of stimulation. Additional information has been requested, a follow up report will be sent if additional information becomes available.